Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot or sterile lot. The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# ef7nn2; tri ts baseplate size 3; cat# 5521-b-300; lot# kvhfa; triathlon asymmetric x3 patella; cat# 5551-g-299; lot# 20a4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right knee poly exchange for infection / irrigation / debridement.